Manufacturer narrative:
H3 - devices were returned to dow corning for ID purposes only and returned to a facility without further evaluation.

Event description:
Report alleges patietn received implants on march 31, 1977. Physician's consultation notes show that patient was hospitalized in august 1987 for evaluation of weakness and a diagnosis of major depressive episodes was made. She was also hospitalized in august 1988 for evaluation of severe epigastric pain which is probably of muscular origin. She has known degenerative joint disease of the cervical spine and hip. Clinical notes of oct. 13, 1989 shows patient complains of pain of her right and left temporomandibular joint and notes of sept. 10, 1992 show she has a persistent pruritic spreading rash. Patient had removal and replacement of both implants on jan. 28, 1993 with saline devices of another MFR, due to rupture and leakage.

Manufacturer narrative:
H3 - devices were returned to dow corning for ID purposes only and returned to a facility without further evaluation.

Event description:
Report alleges patient received implants on march 31, 1977. Physician's consultation notes show that patient was hospitalized in aug. 1987 for evaluation of weakness and a diagnosis of major depressive episodes was made. She was also hospitalized in aug. 1988 for evaluation of severe epigastric pain which is probably of muscular origin. She has known degenerative joint disease of the cervical spine and hip. Clinical notes of oct. 13, 1989 shows patient complains of pain of her right and left temporomandibular joint and notes of sept. 10, 1992 show she has a persistent pruritic spreading rash. Patient had removal and replacement of both implants on jan. 28, 1993 with saline devices of another MFR, due to rupture and leakage.